Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow up, the right atrial lead exhibited noise. The lead was capped and replaced. No patient was stable no complications.

Manufacturer narrative:
Final analysis found an abrasion exposing the outer coil at 6.5cm to 6.8cm from the connector pin. Abrasions are consistent with constant friction with another implantable device. Also noted was shorting on the middle section.

Manufacturer narrative:
Event description should have - the lead was explanted - rather than the lead was capped.

Event description:
The lead was explanted.